Manufacturer narrative:
Analysis of the pump revealed no anomalies. (B)(4).

Event description:
It was reported that there was a problem aspirating a new pump prior to implanting, and that the pump ultimately was not used and a new pump was implanted. On the date of report, the reporter indicated that while attempting to flush preservative free normal saline (pfns) into the catheter access port (cap) of a brand new pump, on the back surgical table prior to implant, that the pushing was "very restrictive." Multiple needles were used and the same problem was encountered with each. The reporter indicated that the needle was secured to the syringe and there was no problem in emptying pump. It was decided to use a new pump as they could not push any fluids without excessive force, and a cap occlusion was suspected. As the pump was never used with the patient, the pump was never filled with drug following the aspiration of sterile water. Following the procedure with a new pump, the patient was reported to be "doing fine" and had recovered without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.